Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed and recaptured. The sheath was kinked when the device was recaptured. The procedure was completed with a different was and no patient complications were noted.

Manufacturer narrative:
The returned product consisted of a watchman access system with the dilator in the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 33mm from the strain relief. Inspection of the rest of the device found no other damage or defects. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The closure device was deployed and recaptured. The sheath was kinked when the device was recaptured. The procedure was completed with a different was and no patient complications were noted.